Manufacturer narrative:
Assessment by merz: the event occurred in compatible local and temporal relationship. Vascular occlusion (serious) is expected based on the current valid european instructions for use (IFU) leaflet of belotero balance and can occur following treatment with belotero balance. The reported whitening above the lip and perioral lividity, local pain, and delayed local reperfusion are considered to be a consequence of the coded vascular occlusion. Based on the IFU, it is contraindicated to inject into blood vessels. Nevertheless, during injection of a filler, it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure, and patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. Depending on the size, a cutaneous necrosis can heal without sequelae under adequate treatment or leave a scar. In this case, vascular occlusion was reported, and the patient received comprehensive treatment with a resolving outcome. Causality for the event is assessed as possibly related to the treatment with belotero balance based on compatible temporal and local relationship. This case is considered as serious with the serious event vascular occlusion because treatment was necessary to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a brazilian physician via a sales representative and concerns a 43-year-old female patient. The patient was injected dermally with belotero balance into the lips for lip moisturizing with light volume, on (B)(6) 2025. A needle and a linear thread technique were used. Medical history, allergies, concomitant medication, previous surgical interventions in the treated area and aesthetic treatments in the past were reported as none. On (B)(6) 2025, three hours after the belotero balance injection, the patient experienced a vascular obstruction in the lip. The patient presented whitening above the lip and associated ipsilateral lip and perioral lividity, local pain, and delayed local reperfusion time. The physician confirmed vascular obstruction in the lip region through clinical evaluation. The physician initially administered five vials of reductase hyaluronidase, 1500 units each. Two hours after the first application, another 5 vials of hyaluronidase were applied under ultrasound guidance with a radiologist. On the same day, it was prescribed acetylsalicylic acid (reported as asa, 100mg/day), prednisolone (40mg/day), and traumeel (3 times daily). The patient was monitored daily for 3 consecutive days and more hyaluronidase was applied. Until (B)(6) 2025, 25 vials of hyaluronidase totaling (B)(4) units of hyaluronidase were applied in the affected area. The physician reported that the patient only remained with a slight ecchymosis, but without any skin damage due to the temporary lack of perfusion. The outcome of the event was reported as resolving. In the opinion of the reporter, intervention was necessary to prevent a life-threatening condition or permanent damage, the event was not life-threatening, did not require hospitalization, was not permanent, did not lead to a new diagnosed chronic disease and there was no causal relationship to the incorporated local anesthetic in the product.